Event description:
Per clinical trial (B)(4): on (B)(6) 2016, patient underwent bilateral revision augmentation mastopexy using a breast meridian incision between the vertical limbs. Galashape (galaflex 3d) mesh was used. Concomitant procedures included capsulectomy and capsular graft. Bilateral breast asymmetry was reported on (B)(6) 2017. On (B)(6) 2017 surgery, it was noted that patient had restrictive lower pole banding from tight mesh, requiring central mesh removal and bilateral inferior pole capsulotomies. Patient was given norco and daptomycin medications. On (B)(6) 2017, patient reported fever to 101f and shaking chills with breast pain. A second ae, reported as a sae, of infection of bilateral lower poles of both breasts was reported that same day, (B)(6) 2017. Patient required medical or surgical intervention to prevent life threatening illness or injury. Breasts had mild pinkness across lower poles with bilateral breast cellulitis. Breasts were more tender than expected postop pain. Patient given IV daptomycin for 4 days. Redness completely resolved on (B)(6) 2017 with sequelae. Review by medical affairs identifies this as related to the device and serious.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient experienced post-op breast asymmetry and underwent a central (partial) mesh removal. Medical affairs has assessed the patient¿s postoperative course as being serious and related to the study device. Review of the device history records confirmed the device was manufactured to specification. The precautions section of the instructions-for-use, supplied with the device states, ¿only physicians skilled in appropriate surgical techniques should use this device. Users should be familiar with strength requirements and scaffold size choices for the repair. Improper selection, placement, positioning, and fixation of galaflex 3d scaffold can cause subsequent undesirable results.¿ this MDR is being submitted to report the ae of asymmetry; an additional MDR shall be submitted to report the ae of infection. Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting. Not returned - explanted.